Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple occlusion alarms. Additionally, it was reported that air bubbles were observed in the infusion set tubing. Reportedly, customer was using fiasp for insulin therapy. Subsequently, customer experienced a blood glucose (bg) level displayed as "high" on the continuous glucose monitor, and a large ketone level identified as dangerous. The customer went to the emergency room (ER). Bg was treated with intravenous saline fluids. Reportedly, customer left the ER 5 hours later with customer in stable condition (bg not known).